Event description:
It was reported that (1) tlc75 was used during a gastric bypass procedure. It was reported by the rep that the tlc75 locked out and only partially fired. Another tlc75 was pulled to comlete the case. There was no consequence to pt.